Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A physician reported that the patient experienced pain and developed an infection at the peg / j tube site on (B)(6) 2024. The patient was hospitalized and was treated with intravenous ancef. At the time of report, the patient was improving and still in the hospital.